Manufacturer narrative:
The lead under complaint was received without the lead tip. The available lead fragment was subjected to an extensive analysis. During the visual inspection the is-1 connector pin was found severely scratched. The ligature mark was visible 15 cm distal to the is-1 connector pin. The outer conductor coil was found circularly constricted. In this region the lead body showed cuts in the insulation. The outer conductor coil was also deformed at 38 cm distal to the is-1 connector pin. In the further course of the analysis, the lead demonstrated a missing tip distal to the ring electrode. The inner conductor coil was excessively deformed in this region. The damages found during the analysis indicate severe mechanical forces most likely applied during the attempted implantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During the implantation procedure the lead could not be positioned. A fracture of the fixation screw was observed. Another lead was implanted. It was additionally reported that the lead tip remained in the patient. Should additional information be received, this file will be updated.